Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had a PICC line placed for total parenteral nutrition. On two separate occasions, a crack in the lumen was noted just beneath the hub in a short space of time after their insertion (MDR# 1820334-2016-00605 and 1820334-2016-00606). The PICC lines were removed and a new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. A review of production documentation, did not observe any specific issues with current manufacturing controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. There is no evidence to suggest that the device was not made to specification. A definitive root cause cannot be determined. We will continue to monitor for similar complaints.

Event description:
The patient had a PICC line placed for total parenteral nutrition. On two separate occasions, a crack in the lumen was noted just beneath the hub in a short space of time after their insertion (MDR# 1820334-2016-00605 and 1820334-2016-00606). The PICC lines were removed and a new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.